Event description:
The tip of the router drill shattered within the knee of a twenty-four yr old male pt during an acl operation. It was further reported that the orthopaedic surgeon, had drilled through the femoral head when it shattered entering the femoral cortex. The drill had reportedly been in use for over two yrs.